Manufacturer narrative:
Additional information was added to h3, h4, h6, and h11: h4: the lot was manufactured between september 3, 2024 ¿ september 4, 2024. H11: the device was received for evaluation with 232 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on the sample, and the flow rates were found to be within the product specification range. Evidence of continuous flow of fluid was observed flowing out of the distal luer. The device was determined to be a conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not administer drug. This occurred during setup prior to patient use. There was no patient involvement. No additional information is available.